Event description:
It was reported that the patient was found passed out on the floor with frequent low flow alarms. Log file analysis confirmed the low flow alarms with associated elevated pulsatility index (pi). The patient also had constant pi events throughout the entire log file. A 4d computerized tomography (CT) scan showed an extrinsic compression of the outflow graft just beyond the patient's left ventricular assist device (lvad); a thrombus was suspected. Distal segments of the outflow graft wall also demonstrated some extrinsic thickening. Peri-orifice inflow stenosis was noted due to the device's angle towards the inferior wall and septum of the left ventricle. The patient's speed was adjusted and the low flows resolved; a subsequent log file analysis revealed that pump flow had appeared to improve. The patient was also noted to have a right adnexal cyst with a hemorrhage causing abdominal pain and hemoglobin levels 3 grams below baseline. The patient returned to the operating room (or) to have the thrombus removed from the outflow graft. Some low flows occurred while the patient was in the or, but these resolved and pump flow was stable following the procedure. Additional log file analysis captured a low speed advisory due to the set speed momentarily being set low than the low set limit.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted computed tomography (CT) image confirmed the reported outflow graft (ofg) obstruction. A specific cause for the reported obstruction, inflow conduit alignment issue, syncope, bleeding, and hypovolemia could not conclusively be determined through this evaluation. The submitted CT image revealed evidence of tissue between the bend relief and the ofg. There appeared to be an extrinsic obstruction at the proximal end of the ofg. The submitted log files captured 86 low flow fault flags resulting in 26 low flow hazard alarms on (B)(6) 2022 and (B)(6) 2022. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.